Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor had a backflow alarm when there was no backflow occurring. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per field service representative (fsr) the end user declined a service request and they stated that their own manufacturer trained biomedical technician would resolve the issue. It was also stated that the issue went away when they went on pump.

Manufacturer narrative:
The field service representative (fsr) performed verification release testing on the flow module and flow sensor. The fsr found no issues with the system. The unit operated to the manufacturer's specification.

Manufacturer narrative:
Updated blocks: h3 and h6 . The reported complaint could not be verified. The manufacturer trained user facility's biomedical technician declined service and no parts were to be returned therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the log did not go back to 10oct2021, but the manufacturer's technical support specialist was able to locate a few 'backflow' alarms on 26oct2021 which was the earliest log. On 26oct2021 at 6:31:09, a backflow alarm occurred, and the centrifugal pump speed was at 900 revolutions per minute (rpm). On different dates, backflow alarms were due to the centrifugal pump speed being below 1500 rpm. If the pump speed is at or below coast speed of 1500 rpms there is potential for backflow depending on the circuit.